Event description:
On 25-jul-2025, the user reported that their ilet touchscreen was unresponsive despite being updated to the latest firmware. Blood glucose (bg) was not affected. A replacement ilet was arranged for overnight shipment.